Event description:
A PATIENT SAMPLE WAS ORIGINALLY TESTED FOR AN ANTIBODY SCREEN ON GALILEO; RESULTS WERE NEGATIVE. THE PATIENT WAS READMITTED 2 DAYS LATER; AND ANOTHER SAMPLE WAS COLLECTED FROM THE PATIENT AND TESTED ANTIBODY SCREEN POSITIVE BY AN ALTERNATIVE METHOD, AN ANTI-K WAS IDENTIFIED. THE PATIENT WAS NOT TRANSFUSED BASED ON THE NEGATIVE SCREEN RESULTS.

Manufacturer narrative:
"The reactrivity of the K antigen was confirmed on retention Capture-R Ready-Screen (I and II), lot X234.Customer returend patient samples. One was QNS for Galileo testing. 2_Cell testing performed on an in-house Galileo with the other customer's sample , using retention Capture-R Ready-Screen (I and II), lot X243, and Capture-R Indicator Red Cells. The sample was nonreactive with both cells.Hemagglutination tube testing was performed with both returned samples using K+k+ and K-k+ cells from Panoscreen I, II, and III, lot 09551. ImmuAdd, lot 6C5507, was used as potentiator. Testing was performed at IS, 15'RT, 15'37C, and IAT. Both samples exhibited weak reactivity with the K+k+ cell at IAT and was nonreactive with K- cell. A service call was performed. Replaced the pipettor waste tubing from tower waste though pumps to System Liquid Waste container. The system operated within specifications."